Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, depression, and additional surgery/explants. No further information has been provided.